Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for scheduled device replacement. Prior to the procedure, the right atrial lead has chronic oversensing and inappropriate ams episodes. During procedure, the lead exhibited insulation anomaly. The lead was capped. The patient was in stable condition prior, during, and after the procedure and would continue to be monitored.